Event description:
Caller states pt reportedly received result of 221 mg/dl on inform system 1 and 77 mg/dl on inform system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot#: 550854, exp date: 03/31/2010). Reference medwatch report is for the suspect device used in system 1.